Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure (batch no. 626901,626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign ovarian cyst and endometriosis. Concomitant products included montelukast sodium (singulair) since (B)(6) 2017 and topiramate (topamax) from (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("lower abdominal pain"), anxiety ("psychological or psychiatric problems condition: depression andmental anguish") and depression ("psychological or psychiatric problems condition: depression andmental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for the essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pelvic pain, genital haemorrhage. Lot number: 626812 manufacture date:2008-03 expiration date: 2010-02 . Lot number: 626901 manufacture date:2008-03 expiration date: 2010-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') in a 26-year-old female patient who had essure (batch no. 626901,626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign ovarian cyst, endometriosis, abdominal pain lower, syncope and endometriosis. Concomitant products included montelukast sodium (singulair) since (B)(6) 2017 and topiramate (topamax) from (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding general"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea cramping"), abdominal pain lower ("lower abdominal pain"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month after insertion of essure. In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, abdominal pain, bladder disorder, urinary tract disorder and urinary tract infection had resolved and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for the essure confirmation test. Discrepancy noted in essure removal date : previously 19-nov-2009 was reported plaintiff received treatment for pelvic/abdominal, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding) discrepancy noted in essure removal date : previously follow-up 01-aug-2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pelvic pain, genital haemorrhage. Lot number: 626812 , manufacture date:2008-03, & expiration date: 2010-02 . Lot number: 626901, manufacture date:2008-03, & expiration date: 2010-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event: uti , post removal complications were added. Event: outcome were updated tor recovered: pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding,) gen abnormal bleeding uti.event: genital hemorrhage was updated as non-serious.fu 11 and 12 processed together. On 6-may-2020: fu 11 and 12 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure (batch no. 626901,626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign ovarian cyst and endometriosis. Concomitant products included montelukast sodium (singulair) since (B)(6) 2017 and topiramate (topamax) from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), anxiety ("psychological or psychiatric problems condition: depression andmental anguish") and depression ("psychological or psychiatric problems condition: depression andmental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, abdominal pain, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for the essure confirmation test. Discrepancy noted in essure removal date : previously (B)(6) 2009 was reported plaintiff received treatment for pelvic/abdominal, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pelvic pain, genital haemorrhage. Lot number: 626812, manufacture date:2008-03, expiration date: 2010-02. Lot number: 626901, manufacture date:2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events per pfs: abdominal pain, bladder/urinary were added. Outcome of pain, bleeding , bladder/urinary were added. Essure removal date was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 626901,626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign ovarian cyst and endometriosis. Concomitant products included montelukast sodium (singulair) since (B)(6) 2017 and topiramate (topamax) from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("lower abdominal pain"), anxiety ("psychological or psychiatric problems condition: depression andmental anguish") and depression ("psychological or psychiatric problems condition: depression andmental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for the essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pelvic pain, genital haemorrhage. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr received : new events added:- lower abdominal pain, abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, abnormal bleeding (general), dysmenorrhea. Aka name, reporter, lot number, patient demographic, events severity, concomitant drug and medical history were added. Events outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.